Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tablet serial cable was not functioning, which the company representative determined by switching it out with a functioning serial cable. A replacement usb serial cable was provided, and the suspect cable was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable appearing to be cable stress-related. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.